Event description:
It was initially reported that the patient was experiencing a change in therapy effect throughout the day. The patient was rigid at times and normal at times. It was later reported that the patient experienced hypertonia, hypotonia and somnolence. An x-ray was performed on (B) (6) 2010 which revealed stable pump and catheter. Dose adjustment on (B) (6) 2010 resulted in improvement for a couple of weeks. Catheter dye study revealed sheath over catheter. A catheter revision was performed, date not reported. A dural tear was noted when the catheter was revised. The patient experienced recurrent csf leak after the catheter revision. The patient outcome was non-serious injury/illness.

Manufacturer narrative:
(B) (4).